Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. Vessel morphology was reported as no tortuosity and mild calcification. The aortic neck was straight, 20 mm in length and 40 degree angulation. It was reported that while the talent bifurcated stent graft was being deployed the physician inadvertently pulled the stent graft down lower than intended. The physician implanted a 28 mm talent cuff and the system was built up to the renal arteries. No additional clinical sequelae was reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inadvertently delivered the stent graft inaccurately. Evaluation, conclusion: inadvertently delivered the stent graft inaccurately.